Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced a change in stimulation. The pt rec'd effective stimulation while sitting and pt lost stimulation during standing or walking. The lead was repositioned on (B)(6) 2011 and the issue was partially resolved by the lead revision. It is unk whether the lead had migrated. The pt was reprogrammed and rec'd sacro-iliac injections and this resolved the issue.